Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to circuit board and controller board issues. A field service engineer replaced the half height circuit board and controller board and reassigned the drawer's positions to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not detected on the communication bus. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.